Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service _ repair due to optical damage. However, a failed capacitor was detected during device investigation and some other electrical components were loose on the circuitry board. Electrical inspection could not be performed because of the observed malfunction. In addition, the device showed damages likely caused by bite marks. This is a final report.

Event description:
The fine tuner echo was returned to service and repair due to optical damage. No injury has been reported.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo was returned to service and repair due to optical damage. No injury has been reported at this time.